Event description:
It was reported that intraocular lens (iol) was explanted in a secondary procedure, due to power of lens was incorrect. It was noted that lens was scanned and showed power should be 19.5, requiring the lens to be removed/explanted. No incision enlargement occurred and no vitrectomy was performed. No patient complications were reported. No further information has been provided.

Manufacturer narrative:
Corrected data: device manufacture date: 02/13/2014. Additional info: gender/sex: male. Lens was implanted/explanted from the patient's right eye. Lens replaced with same model, different size, model zmb00u0215. (B)(6). The explanted intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection with the unaided eye showed the lens was cut in pieces, most probably to make the explant possible. Visual inspection using a microscope at 12x magnification showed the lens identified as tecnis multifocal acrylic 1-piece intraocular lens. The lens was contaminated, dust particles were present and this finding was expected as the lens was transported from controlled environment to a non-controlled environment. No further investigation was possible due to the received condition of the lens. The information did not indicate any relationship with the iol design or manufacturing. A review of the manufacturing records was performed. The production order was released and there were no non conformances with respect to the final product release process. The complaint related associated test is the optical measurement performed at final inspection. The in-line optical inspection data showed the lens was within power specifications. There were no associated nonconformity material reports for the production order. Sterilization batch was released and there were no non conformances with respect to the sterilization process. Results of environmental control showed there were no environmental monitoring related non conformances within the timeframe the production order was manufactured. The production order was not produced under deviation. There were no process and/or material changes within the production order. The record review did not indicate any relationship with design or manufacturing of the lens. Based on the manufacturing record review and historical review no non-conformances were identified. The product met all manufacturing specifications prior to release. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.